Manufacturer narrative:
The g4 date on the initial MDR for the initial aware date should be (B)(6) 2020.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In this case, received medical records demonstrated that during the explant of a calcified, stenotic, bioprosthetic valve (implanted for 11 years), an aorto-ventricular disruption developed while debriding the aortic annulus requiring a prolonged cpb time to treat the defect with a large pericardial patch. The device was not returned for evaluation, as it is unavailable per the follow-up with hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm aortic valve was explanted after an implant duration of 11 years and 10 months due to calcification and severe stenosis. The patient expired on pod #3 due to cardiogenic shock and acute hypoxic respiratory failure. Per received medical records, the patient presented with severe as, mild-to-moderate mr, mild ms, and mitral annular calcification. She underwent a redo avr and mvr. Intraoperatively, the previously implanted 19mm aortic valve had significant calcification of the leaflets. The valve was explanted, and the annulus was debrided. There was an area of obviously exposed heart tissue, evident in the region of the aorto-mitral curtain, suggesting aortic-ventricular disruption. A large pericardial patch was then used to repair this defect. An echocardiogram showed no significant perivalvular leak in both the mitral and aortic valves. The patient tolerated the procedure well despite the long bypass time. The patient was transferred to the ICU in critical condition. The post-op course was complicated by hypovolemic, cardiogenic shock (requiring iabp), acute hypoxic respiratory failure, acute kidney injury, acute bleeding (requiring mass transfusion), hypotension, and asystole. The patient was coded and expired on pod#3.